Event description:
It was reported that a technologist injured her wrist. This injury is allegedly due to the small shifting paddle being too tight and too heavy.

Manufacturer narrative:
The selenia system was evaluated by an hologic field engineer on (B)(6) 2012, and was found to be working properly. The selenia system functioned as designed. The paddle receptor was adjusted to accommodate user preference. Technologist were advised to lower the c-arm to elbow height before removing the paddle. Hologic has scheduled a visit to the site by an applications specialist on (B)(6) 2012. This visit is to ensure the technologists at the site are using the system correctly. This is a rare occurrence. Reports of this type are limited to this customer.